Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: there were pump reboot events observed in the black box. The pump was exercised for 24 hours with no loss of power occurring. The pump was returned with a crack in the battery compartment starting at the threads to the left side of grip pad. No evidence of physical damage was found on the battery cap. The battery cap was able to secure properly for testing. The intermittent power issue was not duplicated during the investigation. Moisture was observed in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.